Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that ophthalmic forceps tips worked as expected initially during a membrane peel surgery in the left eye, but once closed, they would not reopen again. An alternate forceps was obtained in order to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
Two forceps samples were received in opened original packaging including the cover foil. Both returned samples showed surgery residuals. One sample is very bent and therefore in insufficient condition. It was concluded that the second, unexpected sample was the forceps used to complete the procedure. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The received samples were visually inspected with the aid of a photomicroscope with various magnifications. Both samples show surgery residuals and one is in insufficient condition therefore, no further investigation on it. After cleaning, on the sufficient sample it was found that the tube is loose which blocks the forceps from activating. The customer¿s complaint was confirmed. Root cause could be determined to be an improperly performed bonding procedure. Investigations performed in 2018 by the associated manufacturing site led to an improvement in the bonding process whereby an additional 4th gluing dot was applied instead of three, ensuring a better connection between tip-tube and sleeve. The forceps devices manufacturer at the location of the complaint sample had not yet been informed about the process of including a 4th drop of operator applied glue. The process of having the operator apply an additional, 4th drop of glue to the device during manufacturing instead of three drops was reported to the specific manufacturer in the meanwhile and the process of having the operator apply the additional 4th drop of glue has since been implemented. Data will continue to be monitored for evidence of trending. The manufacturer internal reference number is: (B)(4).